Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that user experienced leakages when using the nim trivantage emg tubes. Re- intubated with this product but the issue happened again.  Anesthetist re-intubated with next tube leaked again. There was procedure delay. There is no known impact or cons equence to patient.

Manufacturer narrative:
H3: product analysis found that visually, there was no damage noted (with unaided eye) in the construction of the device. There were traces of a clear residue found inside the tube. There was a piece of surgical tape wrapped around the tube (near the clamp shell). Functionally, a syringe was used to inject 15cc of air into the cuff, and the cuff deflated immediately. While injecting the air into the cuff, the cuff was also submerged under the water and bubbles occurred instantly. The cuff was bubbling (leaking) near the proximal end of the cuff. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: additional information suggest that b17, c20 and d14 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.